Event description:
It was reported that the front part of the metal buckle on the belt system has broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not yet been provided.

Manufacturer narrative:
The serial number could not be obtained. Based upon the attached photograph, the issue was confirmed. Section h codes have been updated.

Event description:
It was reported that the front part of the metal buckle on the belt system has broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.